Event description:
It was reported that during a chronic catheter placement procedure in the left chest, it was allegedly noticed that there was a bent in the tunneled catheter. It was further reported that guidewire was advanced to straighten the catheter curve. Reportedly the guidewire was allegedly difficult to remove from lumen. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerline 5f d/l catheter with a loaded straight tip guidewire was received for evaluation. The straight tip was loaded within the red luer. The straight tip guidewire was noted exposed at the distal end of the catheter. An attempt to remove the loaded guidewire from the red luer of the catheter was performed and was successful. Resistance was felt throughout. The guidewire was noted to be bent on the center portion. Therefore, the investigation is confirmed for the reported deformation and identified physical resistance issues. However, the investigation is inconclusive for the reported difficult to remove as as the exact circumstance at the time of the reported event was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure in the left chest, it was allegedly noticed that there was a bent in the tunneled catheter. It was further reported that guidewire was advanced to straighten the catheter curve. Reportedly the guidewire was allegedly difficult to remove from lumen. The procedure was completed with another device. There was no reported patient injury.